Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board and power management board were replaced to address the issue. The device had evidence of contamination.

Manufacturer narrative:
The manufacturer incorrectly reported on MDR 2518422-2019-01977 that the system board and power management board were replaced to address the issue. The system board and power management board needs replaced. The device was returned to the customer unrepaired.